Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient commented on social media that "they are removing" and they had 8-9 upcoming appointments to get cleared for surgery. The patient listed "x-rays, cardiologist, pain management, manufacturer, surgeon, primary care, and another test." They noted that they agreed to the risks and they could "no longer live like this" and the patient "had complications and begged for help." The patient was told that they "should have google who can scan me with my implant. This delay took my leg!! The program caused lesions that were not there before they programmed it." The patient also reported that they stopped the surgery and sent them to the ER. The patient was "sick and tired of this" and noted that they "became disabled and into a [wheelchair emoji]."